Event description:
It was reported that a guide wire detachment occurred. The patient was undergoing a y90 mapping procedure. A 135cm renegade¿ hi-flo¿ 180 cm fathom¿ system was selected and advanced to the right hepatic artery. The fathom wire was minimally manipulated inside the patient and it was noted that the tip of the wire detached in the artery. An attempt to retrieve the wire tip with a snare was performed, but was unsuccessful. A picture was taken and the procedure was completed. The tip of the wire was left inside the patient. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The guide wire was fractured 174cm from the proximal end. The fractured distal end was not returned for analysis. The fractured end was jagged and twisted which indicates torsional damage and kinking. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire detachment occurred. The patient was undergoing a y90 mapping procedure. A 135cm renegade¿ hi-flo¿ 180 cm fathom¿ system was selected and advanced to the right hepatic artery. The fathom wire was minimally manipulated inside the patient and it was noted that the tip of the wire detached in the artery. An attempt to retrieve the wire tip with a snare was performed, but was unsuccessful. A picture was taken and the procedure was completed. The tip of the wire was left inside the patient. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).